Manufacturer narrative:
The reported incident of pump stops was confirmed via the evaluation of the log file collected from the returned system controller. Between (B)(6) 2014 and (B)(6) 2014, five intermittent pump stops occurred. During this time span, the pump¿s power ranged from 0 to 5.3 watts. The system controller operated the pump at the fixed speed for the remainder of the log file. The returned system controller was functionally tested and the reported issue of pump stops was unable to be reproduced. The data in the log file and the analysis of the returned controller indicate a potential issue with the patient's driveline. A specific cause for the reported events was unable to be conclusively determined through the analysis of this system controller. Additional events of pump stop events have been reported since this event. The patient¿s driveline was determined to be suspect and the patient remained on an ungrounded cable until transplanted. The patient¿s pump and driveline were not returned for analysis. A review of the device history records showed no deviations from manufacturing or quality assurance specifications for the pump. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist the patient had gone to the clinic and the vad coordinator noticed multiple pump off alarms in the event history. The patient reported that the alarms went away so the patient didn't do anything. The system controller was exchanged and returned for evaluation.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.